Manufacturer narrative:
(B)(4) date sent: 3/1/2016. Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk. Additional information requested and received: what was the cartridge selection throughout surgical procedure? Those reported in the complaint. Was buttressing material used? No. How was the bleeding identified? A post-operative fistula. Leaks occurred in the his angle. How long post-op did event occur? 2 days. Please explain meaning of ¿mic¿. Mic54e were any malformed staples noted in the initial or secondary procedure? No. Did the patient require a blood transfusion? No. What is the current patient status? Discharged.

Event description:
It was reported that after a sleeve gastrectomy procedure, post-operative bleeding. It was necessary a re-intervention. The revision was completed by adding mic and pds oversewing to reinforce the staple line.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: what was the cartridge selection throughout surgical procedure? Those reported in the complaint. Was buttressing material used? No. How was the bleeding identified? A post-operative fistula. Leaks occurred in the his angle. How long post-op did event occur? 2 days. Please explain meaning of ¿mic¿. (B)(4). Were any malformed staples noted in the initial or secondary procedure? No. Did the patient require a blood transfusion? No. What is the current patient status? Discharged .

Event description:
It was reported that after a sleeve gastrectomy procedure, post-operative bleeding. It was necessary a re-intervention. The revision was completed by adding mic and pds oversewing to reinforce the staple line.